Event description:
It was reported by svc report that the fowler was stuck and could not be brought down below electrically or mechanically. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler bearing support.